Manufacturer narrative:
A ge service representative performed an onsite investigation. The fluoro functions board and the generator interface board were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system had a data error and locked up. This caused an intermittent, recoverable loss of imaging functionality. This could result in a procedural delay. There is no report of injury or death associated with this event.